Manufacturer narrative:
Failure analysis confirmed button error alarm due to corroded keypad traces. However, the pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. There were moisture damage found on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 391 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.